Manufacturer narrative:
A lumenis service engineer visited the site after the reported event and examined the laser system. The engineer replaced the chiller and after testing the system it was returned to the facility having met manufacturer's specifications. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 07-jul-2019 and installed at the customers site on (B)(6) 2019. A review of subject device product risk file ((B)(4)) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Gso expert indicated that a scar was opened on the supplier, (scar no. (B)(4)), and the issue had been corrected. The correction was found to be effective. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A foreign user facility reported that during a holep procedure their lumenis pulse 120h laser system displayed temperature errors. Unable to continue with the system, an alternate method was used to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.